Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was sent for debris analysis. The sample lens was submitted for analysis by fourier transform infrared (ftir). Two (2) pieces of debris were removed from the lens surface and analyzed. One (1) piece of debris was located on the iol surface and another piece of debris was located on the haptic. Ftir analysis of the foreign material shows that the debris found are cellulose (i.e. Rayon, lint, cotton, paper, wood products). Because of the fiber-like nature of the debris, it is most likely rayon, lint or cotton fibers. The cellulose founded is not part of the lens component materials. Based on the analysis, the customer's reported claim of debris was verified. Due to a broad composition of the foreign material found on the handled lens, the source of the debris could not be determined, it is unknown where the debris came from. A photo received with the lens was analyzed for the reported scratch on the lens. The reported scratch could not be determined based on a review of the photo. Therefore, the scratch reported could not be verified. Based on the investigation, there was no indication of a product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. Specifications requires that the lenses are 100% cleaned and inspected at 10x microscope magnification. The visual inspection specifications for defects are defined to release lenses within specifications and within compliance with the product intended use. A search revealed that no other complaints were found for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it. Examine the lens optical surfaces for defects prior to implanting and to open the peel pouch and remove the lens in a sterile environment. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling and inspection of the intraocular lens (iol), prior to loading, debris or a scratch was noticed on the lens. There was no patient contact with the suspect lens and no patient injury.